Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates that the lot 10125130 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
This is the first of two reports on the same patient involving two products. Refer to medwatch 3006186389-2013-00013 for a description of the second report. A patient reported that he began having unspecified trouble with his contact lenses during the summer, and now has an infection and severe corneal scratches on both eyes, for which he sought treatment. He stated that he is experiencing excruciating pain. He initially went to the emergency room, and then to an eye doctor. Initial treatment information was not provided. He states he is now being followed by a corneal specialist, who is treating him with viagamox drops every four hours, and erythromycin ointment two times a day. He states that the issue is resolving, but expresses concerns of loss of vision. A follow-up appointment is scheduled. Additional information has been requested but not yet received.